Event description:
The user facility reported that the angio-seal device involved was used in a basilar tip coiling post procedure. The rt was placing the angio-seal and when the device was pulled back to deploy the device, everything came out including the anchor and collagen. Normal common femoral artery, 6mm in diameter. Rt had to hold manual pressure to achieve hemostasis. Blood loss was less than 250cc's. Patient was in stable condition. A 7 french sheath was used. Procedure outcome was successful. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on 14 dec 2022: there were no issues getting the diagnostic or procedural sheath in, wires and catheters went smoothly. Ultrasound guided access. A pre-deployment angiogram was performed. It was confirmed the sheath was in the common femoral that measured 6mm.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: rt. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
One (1) 8 fr angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube, and hemostasis sheath, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).